Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as well during the load fill tubing process. There was no reported impact to customer's blood glucose. Customer declined to further troubleshoot with tandem technical support.